Manufacturer narrative:
After battery installation, no blank display noted. However, all keypad buttons did not respond to keypad presses due to corroded keypad traces. Unable to perform displacement and self tests due to the keypad anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer going to change the battery and it started vibrating over and over and the screen went back, when they put a battery in it said button stuck and then their screen went completely black, and now its not coming back on. The customer was assisted with troubleshooting and display returned back. The customer was also reported that battery compartment was neither damaged nor corroded, battery cap was neither missing nor damaged, and the spring was neither damaged nor corroded. The customer was reported that the insulin pump display return after restart but buttons were completely unable to be used or clear alerts. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.